Event description:
It was reported that a vns patient experienced an increase in seizures, due to unknown reason. The patient reported that she had 5 seizures on (B)(6) 2010 which were unusual for her and she had recently changed neurologist. The current neurologist has not checked the patient's vns and the patient did not report the increase in seizure activity to the neurologist. Furthermore, the patient has another appointment with the treating neurologist and will communicate the event. At the moment good faith attempts to obtain additional information regarding the patient's seizures have been unsuccessful to date.